Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, when asked about the circumstances that led to the issues, the patient reported that they did not remember. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had much success with the therapy, they had tried 3 programs already. The patient noted their healthcare provider told them not to increase past 2v, but the patient wondered if they could go higher. The patient confirmed they were not sure if they were getting therapy or not yet since they had a lot of external stuff to worry about and hadn't thought much about their therapy. The patient confirmed it had been intermittent in helping them. It was recommended that the patient continue to monitor symptoms and increase stimulation as long as it was comfortable for them, and to confirm with the healthcare provider. No further complications were reported. (B)(6) 2019 (B)(4) (con): additional information was received from the patient. The patient reported that she was "not having a lot of relief" and stated that she was "getting up every 2 1/2 to 3 hours" to urinate. The patient further clarified that most of the time, it was not a significant amount of urine, but enough for her to wake up and need to urinate. The patient stated that she was not getting 50% or greater therapy relief. The patient stated that she had received "some improvement" on program 4, but it had "kind of leveled off". The patient stated that the improvement was close to 50% or greater on program 4, but that she was still not getting as much relief as she "had hoped". The patient stated that she had "gone up as high as 4 or 2.4 or whatever" and has "played around" with the intensity settings, but she is still not getting good therapy relief. Patient services walked the patient through communicating with the ins using the patient programmer (pp) on the call. The patient initially stated that she was getting the poor communication screen on the call. The patient stated that on the call that she pressed the on/off button on the pp and the screen changed from the poor communication screen to successfully syncing with the patient¿s ins. Patient services tried to clarify if on the call was the first time that the pp synced with the ins when pressing the on/off button and the patient stated "I haven't tested this like this for a month I don't know" and did not provide a clear answer. The patient later clarified that today was the first time this happened. The patient stated that prior to the call, she was able to successfully communicate with her ins using the sync button. The patient stated that at implant she "thinks" she was told that she shouldn't feel stimulation and inquired if she should feel stimulation. Patient services reviewed therapy considerations and expectations. The patient mentioned that on the (B)(6) , she changed intensity to 2.1 and on the (B)(6) she changed to 2.2 and her return of symptoms have been "pretty much the same" at night with both settings. The patient synced with the patient programmer. The programmer showed stim off. The patient stated that on the call that stimulation was turned off upon successfully syncing with her ins. The patient successfully turned stimulation on during the call and stated that stimulation was set at 2.2 on program 4. The patient stated that she didn't think stimulation was off and stated that "earlier the lightning bolt was there". The patient stated that she didn't recall turning off stimulation. Patient services tried to clarify if today was the first day the patient noticed stimulation was turned off. The patient later stated that she "knows" stimulation wasn't turned off because "a couple days ago" she could feel "the vibration" within her "vagina area" and stated that the feeling of stimulation came out of the "clear blue sky". The patient further clarified that when she turns stimulation "too high" to 2.4 or 2.5 she can feel stimulation that lasts for a "short period of time". Patient services tried to clarify again if today was the first day the patient didn't see a lightning bolt indicating stimulation was turned off and the patient stated "I honestly can't tell you yes or no on that" and did not provide a clear answer. It was noted that the patient did feel stimulation in the correct area (i.e. Bike seat). The patient increased stimulation on the call from 2.2 to 2.7 on program 4. The patient confirmed on the call that she could feel stimulation comfortably at 2.7. Patient services reviewed that it takes time for the body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). Patient redirected to hcp if problem does not resolve. The patient stated that her hcp instructed her to "play with it" and did not provide any guidance on therapy settings. The patient was redirected to follow up with the hcp for the following reason: to discuss symptoms and programming. No further complications were anticipated/reported.

Manufacturer narrative:
Based on further review of the event, the previously reported (B)(4). If information is provided in the future, a supplemental report will be issued.